Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited phrenic nerve stimulation that caused patient discomfort. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable.